Event description:
Nurse reported that 5 consecutive catheters has failed ingrowth. Nurse was not sure which catheter in question.

Manufacturer narrative:
The complaint of failed ingrowth into the surecuff was inconclusive because the degree of infiltration into the surecuff while the catheter was in place could not be assessed. The product returned for evaluation was one 1ofr t/l hickman catheter. The catheter measured 53 7cm from the trifurcation. Usage residues were observed throughout the sample .the clamping over-sleeve markings were partially worn. Abundant biological residue was observed embedded in the surecuff tactile inspection of the sample was unremarkable. Microscopic examination of the surecuff confirmed the presence of abundant biological residue. The residue embedded in the surecuff suggested that some infiltration occurred while the catheter was in place, however, it was impossible to determine the extent of that infiltration or how effectively it aided in catheter securement. Consequently this complaint is inconclusive at this time.

Event description:
Nurse reported that 5 consecutive catheters has failed ingrowth. Nurse was not sure which catheter in question.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation.